Manufacturer narrative:
The evaluation revealed the plate and the locking screw to be the primary products. A review of the manufacturing and inspection documents (DHR) was only possible for the plate; the lot code of the screw was not reported. No deviations were found during review of the manufacturing and inspection documents (DHR) for the plate; it was documented as faultless prior to distribution. During investigation no dimensional or visual manufacturing related issues were found. The deformations on the plate hole and screw thread and shaft, furthermore the stripped torx-profile of the screw head indicate that the screw was tightened with too much and excessive force. The screw was placed in one of the upper distal holes of the plate. The customer reported that the screw got locked in the neutral hole. It unclear what the customer meant, because all holes can be used with locking and non-locking screws, except of the long hole; a neutral hole is not described in the operative technique. The IFU and operative technique includes several warnings regarding screw insertion to stripping and deformations (i.e. Screws should not be over-tightened during insertion; usage of drill guides; usage of taps in case of hard bone; axial pressure during screw insertion). Because no indication for any manufacturer related issues were found during the investigation the case is attributed to a user error. No nonconformity identified.

Event description:
During medical procedure the surgeon fix the plate and introduce the first screw into the oval hole and the second screw in the neutral hole as the instructions without issues, but fixing it the screw get locked in the plate and was necessary to remove them received clarification that screw in the neutral hole got locked in the plate. Event occured during a primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During medical procedure the surgeon fix the plate and introduce the first screw into the oval hole and the second screw in the neutral hole as the instructions without issues, but fixing it the screw get locked in the plate and was necessary to remove them.